Manufacturer narrative:
Qn# (B)(4). A visual, dimensional, and functional test could not be conducted since the product was not returned. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) samples were taken from the current production, the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported "cuff will not stay inflated prior to use" was not observed in the current manufacturing process. The DHR investigation did not show issues related to complaint. Other remarks: corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available later, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "that the endo tracheal tubes are not functioning as designed. They test the pilot balloon prior to intubation and it's failing the test. The balloon cuff is not staying [inflated]." (Cont.) No patient injury or consequence reported. See companion report also: MFR.rpt# 3003898360-2018-00925.